Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014; 690r32 heart ring, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing which led to inappropriate shock. As well, the patient's right atrial (ra) lead had a lead position failure check. Follow up was conducted to no avail. Both leads are still in use. No further patient complications have been reported as a result of this event.